Event description:
A cardioquip (cq) customer submitted hpc samples for this device due to suspected contamination. Hpc test results outside of cq specifications for water quality were received on 5/20/2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer submitted hpc test results due to discoloration in their device's tubing and suspected contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection have not been received by cardioquip yet.